Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a right side implant exchange from textured to smooth, "breast swelling", and ¿fluid aspiration was performed" "to test for alcl, and the testing came back negative¿. Healthcare professional later reported capsular contracture, baker grade IV. The device has been explanted.

Event description:
Healthcare professional reported a right side implant exchange from textured to smooth, "breast swelling", and ¿fluid aspiration was performed" "to test for alcl, and the testing came back negative¿. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety/product/procedure: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Hematoma: unable to observe since it is not related to the device. Edema: unable to observe since it is not related to the device. Double capsule: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported a right side implant exchange from textured to smooth, "breast swelling", and ¿fluid aspiration was performed" "to test for alcl, and the testing came back negative¿. Device has been explanted.